Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and pain.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and delamination plug strap disk shell. Leak test (leak test not performed due to device conditions) and microscopic analysis was performed which identified: sharp opening on posterior, delamination total of the plug strap disk shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A delamination total of the plug strap disk shell (adhesive failure).

Event description:
Patient reported right side pain. Healthcare professional later called and reported right side deflation, pain and exchange. Device has been explanted.